Event description:
The facility reported an infusion pump that reportedly changed flow rate on its own during patient use. Although attempts were made by baxter, details were not provided regarding patient demographics, medication involved or device programming. The hospital representative stated they have no record of any patient incident involving this pump since the last baxter event.